Event description:
Additional information received from reporter mw5100518 on: 03/29/2022. Droopy skin, and more; this is an update to my report mw5100518 with reference to the merz report #3006560326-2021-00010: I read merz response to my provider's report of adverse event. Merz report stated they were unable to find out from the provider which machine had been used in my treatments. I am writing this to advise merz that dr. (B)(6) of (B)(6) dermatology, advised me in writing on (B)(6) 2021 that the ulthera machine was being sent back to merz "for further evaluation of the machine". Merz may want to follow up to see if they received a unit from (B)(6). When merz contacted (B)(6), (B)(6) should have responded with this information. Thank you. Ref MFR# 3006560326-2021-00010.

Event description:
Had ulthera treatments at dermatology office with whom I had had an over 20 year history. Full face (B)(6) 2019, full neck and retreat perioral area (B)(6) 2019, deep lip touch up and retreat of perioral area on (B)(6) 2019. Side effects: loss of fat and volume in face and neck, face being the worst. Drooping skin on face, hollowed eyes, fat loss from forehead and temples gives skeletal appearance. Have to have face lift with fat injections/graphs to correct. Hyperpigmentation on face, neck and under chin. Will require laser treatments. Upper and lower front teeth, lower being the worst, shifted causing my bite to be misaligned and my teeth to crash into each other while eating. This was noticed a few months after treatment when my teeth began hitting each other, got progressively worse. Now wearing braces to realign my teeth. At each perioral treatment, the clinician put rolled up gauze pads between my upper lip and my teeth, but not between my lower lip and my teeth. The gauze was placed to stretch out the area above my upper lip for easier treatment. I believe the reason my upper teeth were not affected as badly as my lower is due to the gauze creating a sort of barrier to the sound waves. At each pulse of the wand, upper and lower, I felt a "zap" in individual teeth. Vision distortion, translucent "sheet like" floaters in each eye, exactly same rectangular shape &in exactly the same place in each eye. Distortion was bad enough I couldn't ride my bike or drive safely. Trying to focus on anything gave me headaches. This required vitrectomy surgery for each eye to have clear vision. At each "zap" of the wand, I could see a flash in my eye. Never did it occur to me that my eye might be damaged by the flash. I also now have dry eye. A "bruise" appeared between my eyes just below eye brow height. "Bruise" began not long after treatment, was light, looked almost like a shadow and has grown progressively larger and darker, now approximately 1" square. A vein is near this area. I had no idea ulthera may have caused this until reading through FDA adverse effects reports and coming across one written by a doctor who was a "model" during a demonstration at the practice at which he worked. His bruise was in the middle of his forehead with a vein in close proximity. He consulted his peers who collectively decided the vein had been ablated causing the bruise and that it would be permanent. I was not advised of any "rare" side effects. I was told ulthera was extremely safe, that the only side effects were possible slight bruising, redness, slight swelling which would resolve within hours if not days. I was not told that by giving the full face treatment, the ulthera device was being used in an unapproved off-label manner. The practice advised an adverse effect report had been sent to merz. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter for report mw5100518 on 10/06/2021; this is an update to report number mw5100518. Initial report: had ulthera treatments at (B)(6), with whom I had been a patient for over 20 years. (B)(6), master esthetician, performed treatments to include full face (B)(6) 2019, full neck and retreat perioral area (B)(6) 2019, deep lip touch up and retreat of perioral area on (B)(6) 2019. Side effects: loss of fat and volume in face and neck, face being the worst. Drooping skin on face, hollowed eyes, fat loss from forehead and temples gives skeletal appearance. Have to have face lift with fat injections/graphs to correct. Hyperpigmentation on face, neck and under chin. Will require laser treatments. Destabilization of upper and lower front teeth, lower being the worst: teeth shifted causing my bite to be misaligned and my teeth to crash into each other while eating. This was noticed a few months after treatment when my teeth began hitting each other, got progressively worse. Now wearing braces to realign my teeth. At each perioral treatment, the clinician put rolled up gauze pads between my upper lip and my teeth, but not between my lower lip and my teeth. The gauze was placed to stretch out the area above my upper lip for easier treatment. I believe the reason my upper teeth were not affected as badly as my lower is due to the gauze creating a sort of barrier to the sound waves. At each pulse of the wand, upper and lower, I felt a "zap" in individual teeth. Vision distortion, translucent "sheet like" floaters in each eye, exactly same rectangular shape and in exactly the same place in each eye. Distortion was bad enough I couldn't ride my bike or drive safely. Trying to focus on anything gave me headaches. This required vitrectomy surgery for each eye to have clear vision. At each "zap" of the wand, I could see a flash in my eye. Never did it occur to me that my eye might be damaged by the flash. I also now have dry eye. A "bruise" appeared between my eyes just below eye brow height. "Bruise" began not long after treatment, was light, looked almost like a shadow and has grown progressively larger and darker, now approximately 1" square. A vein is near this area. I had no idea ulthera may have caused this until reading through FDA adverse effects reports and coming across one written by a doctor who was a "model" during a demonstration at the practice at which he worked. His bruise was in the middle of his forehead with a vein in close proximity. He consulted his peers who collectively decided the vein had been ablated causing the bruise and that it would be permanent. I was not advised of any "rare" side effects. I was told ulthera was extremely safe, that the only side effects were possible slight bruising, redness, slight swelling which would resolve within hours if not days. I was not told that by giving the full face treatment, the ulthera device was being used in an unapproved off-label manner. Dr (B)(6), advised me that an adverse effect report had been sent to merz and that they were sending the machine to merz to be examined. FDA safety report ID# (B)(4). Update: made several edits to above previously provided report to clarify/provide info. Update: I had an upper/lower bleph, facelift/neck lift done on (B)(6) 2021. Surgery pulled skin tightly in all areas. Initially results were perfect in every way. Within 1 month, laxity began reappearing in entire face and neck, upper eyelids. Complete revision is required. Complete upper bleph revision is required with addition of temporal brow lift for sagging brow. Fat grafting in cheeks must be redone as well. Ulthera has turned my skin to rubber. I still have extremely dry eyes. The "bruise" between my eyes remains readily evident and yellow "bruise" discoloration has "leaked" down through both tear troughs in a line down to my cheeks. I have consulted several plastic surgeons who state they know of no way to fix this issue, that it is permanent interstitial discoloration. FDA safety report ID # (B)(4).